Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and replaced with a 3.00mm x 12mm nc emerge balloon catheter which also ruptured during inflation. The procedure was continued after replacing them with a non-boston scientific device. No patient complications were reported.